Event description:
It was reported that the patient was immunocompromised and it was poor patient selection for cementless components. The plan was to do an I&d poly swap. Surgeon always tests the components to assure good fixation was achieved in these types of cases. When he hit ups on the tibia, he noticed the implant began to disengage from the bone. He removed the implant and revised the tibia to a fb crs construct with a 14x50 cemented stem. The femoral component was well fixed and was not revised. The tibial component was loose at the bone to implant interface. Doi: (B)(6) 2021; doe: (B)(6) 2022; unknown knee side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.